Event description:
The patient reported that on october 16 in the afternoon she went to the emergency room with a blood glucose level reading "hi" on her meter, felt nausea, was vomiting, and had ketones present. The patient was reportedly treated with IV insulin and continued wearing the pump until right before the call to animas on october 18. The patient mentioned, she does reuse cartridges but confirmed the cartridge she used before going to the emergency room was new. The patient also removed the infusion set from the infusion site and noticed that the infusion site was bleeding. She did not detect blood in the infusion set tubing. The patient tried to prime the pump during troubleshooting but the cartridge was nearly empty and she was not able to complete priming steps. Insulin delivery history was reviewed with the patient and confirmed accurate.

Manufacturer narrative:
The pump and cartridge were not returned to animas. If the pump or cartridge are returned an evaluation will be conducted and a supplemental report will be filed. There was evidence that there was use error involved in the incident as the patient may have reused cartridges and her infusion site bled. No conclusions can be made at this time.